Event description:
Medtronic received information that five minutes into a bypass procedure, this affinity oxygenator was observed to have increased pressures, measuring over 500 mmhg. Additional information indicated that heparin solution was used during the pre-bypass (priming) phase and that pressures measured near the arterial filter were within normal ranges. Act's were approximately 900 seconds. A few minutes after high pressures were observed, the pressures returned back to normal ranges and the procedure was completed with no patient affect reported.

Manufacturer narrative:
Product analysis: visual inspection showed no outward signs of physical damage or abnormalities. Performance analysis: the device was cleaned using a renalin solution for approximately five hours. Pressure integrity testing showed no internal or external leaks when run at three liters per minute with twenty-three psig of back pressure for ten minutes. Performance testing: pressure drop results at seven liters per minute which is compared to the historical average of returned devices. Blood side pressure drop was 127 mmhg, historical average for a non-coated hfo is 114 mmhg. Specification is less than 124 mmhg for a new device. Conclusion: analysis of the returned device confirmed the blood side pressure drop to be 127 mmhg. There are no specifications for used devices; however the historical average for returned devices is 114 mmhg. Although the pressure drop was slightly higher than a typical returned device, it was not in the range of 500 mmhg reported by the customer. The high pressure drop may have been caused by a patient or clinical situation. No product anomalies were identified. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(6). (B)(4).